Event description:
The customer reported a motor error alarm during normal use. Advised the customer to check the drive support cap, and she stated it was protruding from the case. The customer also stated that she wore the insulin pump during an x-ray for a broken leg. Troubleshooting was performed, and the insulin pump passed the prime and displacement tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.